Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the associated pacemaker moved in the pocket, which caused this right atrial (ra) lead to dislodge. It was noted there was a reduction in slack on the ra lead. This ra lead was successfully repositioned. No additional adverse patient effects were reported.